Event description:
Pt had a speaking trach valve in place. Anesthesiologist inflated cuff, therefore, pt could not exhale ( acts as a 1 way valve for speaking when cuff deflated). The device was not labeled as such and physician unfamiliar with valve. Able to get air in lungs, but not exhale. Pt. Suffered a cardiac/respiratory arrest and died.